Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-01912. Reference MFR. Report: 1627487-2019-05988. Follow up information identified the physician explanted the scs system on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-01912. Reference MFR. Report: 1627487-2019-05988.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-01912. Reference MFR. Report: 1627487-2019-05988. It was reported the patient was unable to set the ipg into MRI mode. Diagnostics revealed multiple low impedances, and troubleshooting was unsuccessful. To address the issue, surgical intervention may take place.